Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The rse provided the customer with the part numbers for the following - liquid-crystal display (lcd) assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, screw, ui assembly w/o nav-ring. The customer reported that they would order the parts needed to repair the device.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed on (B)(6) 2023 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.